Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld was broken at the left rear wheel/axle. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a fracture where the top axle lug was welded to the left side frame. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the unit weld broke by rear wheel.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit weld broke by rear wheel.